Manufacturer narrative:
The device is expected to be returned for analysis, but has yet not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device has not been received, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the flow diverter device failed to open. The device was removed and a new device was implanted. The flow diverter was reported to have been used off label to treat a segment in the acom. The device was lazy to open distally, therefore, the device was removed. A new device was successfully delivered using the same microcatheter. The device was not placed in a bend. The device was less than 50% deployed when it failed to open. No additional steps were used to try to open the device. There was no patient injury associated with this event. The patient was on dual antiplatelet treatment. Aneurysm was coiled after new device was positioned, therefore there was no filling. All vessels were patent. The aneurysm was unruptured, saccular, max diameter was 6mm and the neck was 4mm. The landing zone was 2mm distally and proximal was 2.2mm. The anatomy was severely tortuous.

Manufacturer narrative:
The device was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The device¿s braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline flex braid were found fully opened with no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing pad, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis finding and the event descriptions, the report of failure/incomplete open at the distal end could not be confirmed, and the event cause could not be confirmed as both ends of the pipeline flex braid were found fully opened with no damage. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the failure to open issue. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. This event is linked with MDR: 2029214-2018-00016. If information is provided in the future, a supplemental report will be issued.